Event description:
A report was received that the patient underwent a lead replacement procedure due to lead fracture. The physician noted that the fracture was due to the patient's strong physical activity. No further information can be obtained.